Manufacturer narrative:
Concomitant medical products: tet1309d parietex 3d preshaped py 13x9cm (lot# snd0531). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and bilateral inguinal hernia. It was reported that shortly after implantation, the patient experienced right testicular pain, hernia pain, temporary disability, postop neuropathy, ilio-inguinal nerve entrapment syndrome or scar tissue affecting the right ilioinguinal nerve, swelling, and symptoms consistent with ilioinguinal neuralgia. Post-operative patient treatment included nerve block.